Manufacturer narrative:
Event summary: analysis determined that the stylus pen pointer was physically offset on the screen. Clicking/selecting icons was not working. The pen stylus was changed and there was no difference. The user still could not enter the stylus calibration screen. It was confirmed that there was a deviation between the stylus and the cursor on the screen (diagonal from the lower left to the upper right corner). The xy board (display/touch screen) was our of specification. There was no paper in the printer drawer. Both keyboard hinges were broken, there was a cut in the cable from the stylus and the overall shielding was visible but the stylus was working correctly. There was a cut in the cable of from the radiofrequency head and the overall shielding was visible, but the radiofrequency head was working correctly. The cooling fan was noisy. The xy board was replaced. The touch screen connector was cleaned and re-seated. Touch screen parameters were reset and the touch screen was calibrated according to procedure. Paper was added. Both keyboard hinges were replaced. The stylus was replaced. The cooling fan was replaced. Software was re-installed and updated to the newest version. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for corrective maintenance/repair. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.